Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter's display was faint and the numbers "invisible." The medical affairs specialist (mas) spoke with the patient on january 14, 2009 and obtained the following information. The patient reported that the alleged issue began approximately 2 weeks prior to contacting lfs. As a result of the issue, the patient reported that she discontinued testing her blood glucose; however, continued to take her lantus insulin (3x/day) on a daily basis. The patient claimed during the time she was unable to test with the subject meter, that she would guess how much insulin to administer based on how she was feeling. The patient reported that on several occasions (dates/times unknown), after the alleged issue began, she developed symptoms of feeling shaky, sweaty, confused, and incoherent. In response to the symptoms, the patient stated she would eat and/or drink something and confirmed she would feel better after self-treatment. At the time of troubleshooting, the cca confirmed there was no known trauma to the subject meter. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.